Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over three hours. The probable cause was determined to be potential patient misuse. The reported issue of no readings is reportable based on the finding of a loss of connection for over three hours. No injury or medical intervention was reported.